Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found water ingress from the scope connector and the e315 error code. The technical evaluation results mentioned that the fluid has entered in the instrument possibly via the eto valve; however, quality trend analysis has shown that fluid inside the plug body can result in an intermittent image issues, temporarily affecting the video image and other electrical functionality. The most likely cause is during manual leak check or cleaning process and therefore, typically attributed to user handling. The device required an intermediate repair to return the instrument to the OEM's specification. The legal manufacturer's investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had no image. The issue was found during reprocessing. Inspection and testing of the returned device found an e315 unsupported scope error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the internal circuit board got broken due to fluid invasion on the scope connector. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be detected and prevented by following the instructions for use (IFU) which state: precaution for disappeared or frozen endoscopic image follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.